Manufacturer narrative:
The insulin pump alarmed prime during basic test due to loose/protruded drive support disk. The insulin pump was unable to perform occlusion, prime, the excessive no delivery test due to prime alarm. The insulin pump was received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap was flushed. Customer's blood glucose was 190 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.